Manufacturer narrative:
This report is submitted on august 10, 2022.

Event description:
Per the clinic, the patient was placed under sedation on (B)(6) 2022 during the integrity test performed. Additional information has been requested but it has not been made available as of the date of this report.